Event description:
It was reported that during continuous renal replacement therapy using a prismaflex control unit, a blood pump failure¿ alarm was generated. According to the reporter, the nurse attempted to resolve the issue which resulted in the blood pump breaking. It was reported that treatment was ended without the extracorporeal blood being returned to the patient. The patient¿s hemoglobin dropped from 81g/dl to 66g/dl. The patient was administered a transfusion of one unit of red packed blood cells. It was further reported that the following week, the same control unit was used on a different patient with no issues noted. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.